Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed. (B)(4): investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Event description:
It was reported that during evaluation at the manufacturer the wire collet had what appeared to be metal shavings on it. There was no patient involvement or adverse consequences to the user reported as a result of this event.

Manufacturer narrative:
Upon disassembly for visual inspection, the driveshaft was scored and the ball retainer assembly was shattered.

Event description:
It was reported that during evaluation at the manufacturer the wire collet had what appeared to be metal shavings on it. There was no patient involvement or adverse consequences to the user reported as a result of this event.